Event description:
On 25 february 2025, leica biosystems received the following information: ¿loaner unit/ water in wax #4 can you please start a pmdr for peloris 3, sn: (B)(6), at [customer site]. Customer reported water in the wax #4. A full run has been affected.¿ on 26 february 2025, the local assigned leica field applications specialist ¿ core histology, northeast (fas) provided support to the customer and documented the following: ¿retorts a & b both appeared to be clean, well kept, with clean lls's - retort b was found to have a loose cassette backer found underneath the impeller- condensate bottle appears to have over 500 ml of alcohol smelling orange-pink liquid mixed with solid chunks of presumed waxy debris. - reagent bottles 1-4 and 6-16 are found to have reagents between min and max lines upon arrival. - bottle 5 is elevated above max. - w1 and w4 appear to be below the maximum line with w2 and w3 at the maximum line - instrument was found to have recurrent issues related to formalin carryover present in ethanol's resulting in drain/fill errors. - customer reports routinely finding lowered formalin levels with elevated 80% ethanol and 80/20 ethanol / ipa steps following large run cycle sizes. - looking at the cassettes choices involved they are using [brand] microbiopsy cassette with a 0.38 by 0.38mm pore size. - this size pore does not allow for adequate reagent fluidic movement directly resulting in the formalin carryover seen downstream. - customer reports water observed in wax on multiple days. Upon arrival, no water was observed. This water may have come from micropore cassettes entering the wax baths with retained water/liquid.¿ the fas conducted several tests on the instrument and found that the use of cassettes with backers resulted in bottle 5 having an increase in volume and the condensate bottle containing ¿around ~250 ml of orange-pink clear liquid smelling strongly of alcohol and lightly of formalin." The fas reagent types were returned to factory default settings. - retorts were cleaned, dried and prepared for the lab to resume processing.¿ the fas ¿recommended replacement of tissue cassettes to a product with a pore size of 0.67 mm or greater.¿ the fas documented affected patient tissue was derived from one (1) ¿factory 2hr xylene free protocol¿ comprising 216 cassettes executed in retort a, which started at 22:57 and finished at 02:51 on (B)(6) 2025. The type(s) and size(s) of the affected patient tissue samples were documented as ¿gi biopsies¿, and ¿from < 0.5 mm to > 5 mm, mixed sizes¿, respectively. The affected tissue artefact was described as ¿some blocks were dry and brittle, others were soft and ¿mushy.¿ color and size do not seem to be altered by much.¿ the affected tissue samples were re-processed by ¿conventional, ran backwards by hand to deparaffinize. Then, followed by standard processing schedule to stabilize tissue structures.¿ the fas observed that ¿micro biopsy cassettes from [brand] are being used as the primary cassette for biopsies. These cassettes have a 0.38 mm pore size; this is not ideal for routine processing. This is a recent change correlating with new cassette printers; [brand] cassette printer.¿ on 03 march 2025, leica biosystems melbourne received information from the assigned leica field applications specialist ¿ core histology, northeast that ¿final patient outcome obtained on (B)(6) 2025 at 12:10 pm; at least one patient tissue sample is not able to be diagnosed. Evaluation of tissue samples by pathologists is still ongoing.¿ patient identifiers were not provided for the patient tissue sample(s) that was unable to be diagnosed.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿2 hr xylene free¿ protocol comprising 216 cassettes which started in retort a at 22:57 on (B)(6) 2025 and completed successfully at 02:49 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. The root cause for the ¿water in wax #4" reported by the customer could not be unequivocally determined from the information available. Information available indicates ¿micro biopsy cassettes from [brand] are being used as the primary cassette for biopsies. These cassettes have a 0.38 mm pore size; this is not ideal for routine processing.¿ tests conducted by the fas found ¿micropore cassettes entering the wax baths with retained water/liquid¿ may have contributed to the ¿water in wax #4" reported by the customer. The root cause for the ¿some blocks were dry and brittle, others were soft and ¿mushy.¿ reported by the customer could not be unequivocally determined from the information available. Information available indicates reagent contamination due to the processing cassettes used may have contributed to the sub-optimal tissue processing reported by the customer.